Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent, fever, poor appetite, and mild abdominal pain. The cause of the peritonitis was unknown. Two days after the onset of manifestations the patient was diagnosed with peritonitis and was hospitalized for the event. Treatment for the peritonitis was unknown. At the time of this report the patient remained hospitalized; however the effluent was clear and the patient was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.